Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2007-00533, 6000089-2007-00534. It was reported that 668 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 80% stenosed, 16mm long portion of a svg to the distal right coronary artery (dist rca). The physician treated the lesion with direct stent. Placement of a 3.0 x 16mm taxus express 2 study stent. Residual stenosis was 0%. Lesion 2 was a 3.5mm, 80% stenosed, 16mm long portion of a svg to the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a 3.5 x 16mm taxus express 2 study stent. Residual stenosis was 0%. Lesion 3 was a 3.50mm, 80% stenosed, 16 mm long portion of a svg to the proximal right coronary artery (prox rca). The physician treated the lesion with direct stent placement of a 3.5 x 16mm taxus express 2 study stent. Residual stenosis was 0%. The patient was discharged later the same day on aspirin and plavix. 668 days after the initial procedure, the physician deployed a non bsc stent in the rpda due to in-stent focal restenosis. In the opinion of the physician the relationship to the tvr to the taxus stent was probable. The patient was discharged 2 days later.